Event description:
The facility representative reported a device with a condition of "stop button not working". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the facility representative. There was no other information available. This device utilizes user interface module master software version is 6.13.90 that is categorized as colleague 2006.

Manufacturer narrative:
Evaluation summary: the customer reported condition of "stop button not working" was confirmed during product evaluation. The reported condition was attributed to a defective pump head module keypad. The pump head module keypad was replaced to fix the reported problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA.